Event description:
It was reported that during a shoulder arthroscopy, the tip of the scissors broke off while cutting soft tissue. During retrieval of the tip, it became lodged between the joint capsule and soft tissue and could not be visualized. As a result, the surgeon had to enlarge the portal incision to remove the broken tip. The patient sustained no serious injury during this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this instrument for evaluation. A visual exam confirmed that a portion of the tip broke off from the device. The broken piece was not returned. Further evaluation found the cutters dull. This unit was last repaired in 2005. A two year history for this device found no other reports for this failure mode. The info for use (IFU) cautions the user: inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surface.